Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted during the endovascular treatment of an aaa. It was reported 4 days post the index procedure, the patient developed elevated blood pressure readings above 160/80mmhg and the medication was adjusted. Additionally 5mg of amlodipine was given. Additional doses of ramipril and amlodipine is planned to be given on day 5 post procedure. Elevated bp is described as resolving/recovering. The site assessed the elevated bp as possibly related to the index procedure and not related to the device or an underlying condition/ disease.

Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: product ID: etlw1616c93ee, serial/lot #: (B)(6), ubd: 05-feb-2028, UDI#: (B)(4) ; product ID: etlw1613c124ee, serial/lot #: (B)(6), ubd: 03-dec-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.